Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (shutdown) was verified and a different issue was identified. The alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, the pump made a continuous loud noise for 2-3 minutes. Additionally, the touchscreen was unresponsive. Blood glucose was 120 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.